Manufacturer narrative:
The investigation for the reported kinked catheter has been completed. The device was not returned for evaluation. The clinical report did not provide sufficient details to determine the root cause. Therefore, the root cause of the reported issue could not be determined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the catheter was kinked and it was replaced with another pump. There was no patient harm reported.